Event description:
It was reported the spring wire guide was bent when removing from the dilator. The customer reports they "felt a resistance and manipulated the whole product to be able to take it out". It was reported the dilator also bent because the spring wire guide was bent. No patient harm was reported. A new device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a guide wire and a dilator. Visual analysis revealed that both the dilator and the guide wire were severely kinked. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of kinking due to guide wire/dilator resistance was confirmed through analysis of the customer supplied photo; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the supplied photos, the probable cause of the kinking cannot be confirmed without the actual sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was bent when removing from the dilator. The customer reports they "felt a resistance and manipulated the whole product to be able to take it out". It was reported the dilator also bent because the spring wire guide was bent. No patient harm was reported. A new device was used. The patient's condition is reported as fine.